Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent a right heart catheterization on (B)(6) 2019, where the sensor was recalibrated. The cm mean was decreased by 17.6 mmhg, which has resolved the issue. Accurate readings were observed under the manufacturer's patient care network database.